Event description:
Autopsy results received indicating a right ventricular wall perforation along the anterior apical aspect of the heart. Conclusion of the autopsy was that the patient died as a result of hemopericardium with cardiac tamponade due to a perforation of the right ventricle during an operative procedure. It was stated opinion of the medical examiner that a number of mechanical causes including manipulation of a catheter or pacing wires could have resulted in perforation but a precise etiology could not be determined based on the autopsy findings. The medical examiner also stated that the catheter appeared to be in good condition and no sample was saved for examination.